Event description:
It was reported that a generator was found to be at eos prior to implant. Upon initial interrogation, the generator was not at eos, however the generator was found to be at eos later during surgery. The surgeon stated that he did not touch the generator. The generator was stored in a car trunk so it may have been exposed to temperatures below those recommended in labeling. Device history records were reviewed and the device passed all specifications prior to distribution. The device has been received by livanova and is product analysis is underway. No additional or relevant information has been received to date.

Event description:
Product analysis was completed for the returned generator. Review of the as received data did indicate a premature end-of- life was noted on the day after implant. Initial interrogation of the generator indicated that the reboot counter was reset due to a bor (brown out reset). Electrical test results showed that the pulse generator performed according to functional specifications. Visual examination performed at the bench revealed one small area of a possible burn mark on generator can, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device implant. This resulted in the observed ¿pulse-disable¿ condition. No additional or relevant information has been received to date.